Event description:
It was reported on (B)(6) 2016 that this lead exhibited high pacing thresholds, no adverse patient effects reported, the patient at that time was being monitored. Updated information was received on (B)(6) 2016 indicating on (B)(6) 2016 that this lead was capped due to no capture and was replaced with a transvenous lv lead.